Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that their insulin pump's buttons were harder to press and in specific way to get it work. The customer¿s blood glucose was unknown. Customer also stated that there was damage on insulin pump. Troubleshooting was done for cosmetic damage. Customer reported that there was crack at the battery compartment opening. Customer also reported that the side wall of insulin pump split at battery compartment. Customer stated that the insulin pump made more noise during rewound. Customer stated that the insulin pump rejected the new batteries. Customer was advised to discontinue use of the insulin pump and recommended customer refer to back up plan per healthcare professional's instructions. The insulin pump will not be returned for analysis.